Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA, alleging that their onetouch ultramini meter displayed the battery indicator warning. This complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the issue first started at an unknown time on (B)(6) 2015. The patient manages their diabetes by taking an unknown dosage of metformin pills and it is not known if the patient took any action in response to their regular diabetes management routine as a result of the product issue. The patient reported that 30 minutes after the product issue first occurred they experienced the symptom of ¿shaking¿. The patient denied receiving treatment due to the reported symptom, however. At the time of troubleshooting the cca noted that the battery needed to be changed on the meter, however the patient did not have any batteries to replace the old one with. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.